Event description:
It was reported that the patient underwent a surgical procedure to replace the reservoir component of this inflatable penile prosthesis (ipp) due to inability to inflate the device. A hole was identified in the reservoir resulting in fluid loss; a new component was implanted. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to replace the reservoir component of this inflatable penile prosthesis (ipp) due to inability to inflate the device. A hole was identified in the reservoir resulting in fluid loss; a new component was implanted. No patient complications were reported.